Event description:
It was reported that this right ventricular (rv) lead has been surgically abandoned due to unknown product performance issue. A new lead with a different model has been implanted. No adverse patient effects were reported.